Event description:
After upgrade of the programmer software to smartview (B)(4) version, the user failed to save/print pdf files saved on the programmer. Moreover, the user was unable to access any of these pt files. Reportedly, an error message was displayed on the programmer screen: "the correct programmer software is not available. Please contact your sorin crm sales representative for upgrade." Apart from that, the programmer reportedly performed correctly throughout the follow-up with no problems.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.